Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x80mm armada 18 otw percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion to perform peripheral angioplasty; however, the balloon was unable to be inflated. The pta catheter was then withdrawn from the patient anatomy without reported issue. Upon withdrawal, an unspecified syringe was attached to the pta catheter inflation port; negative pressure was pulled from the device and air bubbles were noted, indicating a possible air leak. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot and relabeled lot that does appear to contribute to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.